Manufacturer narrative:
Infection was reported as the reason for explantation.

Event description:
Infection.

Manufacturer narrative:
Infection was reported as the reason for explantation. Updates made to sections d9, h2, h3, h6, h10.

Event description:
Infection resulting in explantation.